Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the attached photo shows the holder has separated. A total of 10 retained samples were used in a functional test, and none of the needles separated from their holders during this exercise. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Needle dropped off holder when nurse took away green needle shield. Please look enclosed needle. It was reported that when using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder separated from the needle when the needle shield was removed. No adverse impact was reported regarding the patient or user.